Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that upon arrival of a patient to the ed, IV access was established and a pressure rated extension set with a clear connector attached. When the gravity blood set was attached to the maxplus connector, the connection leaked badly. There was no injury to the patient reported.